Event description:
It was reported that the attempted left ventricular (lv) lead could not be advanced and that blood had ingressed. The lead was withdrawn and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.